Event description:
It was reported that the ilet device screen was damaged, with only half of the display visible, and a replacement device was sent to the user¿s temporary shipping address while the user was instructed to use backup therapy. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included complaint handling and review of device function based on the reported display condition. Investigation of this case revealed a hardware display issue consistent with a broken or cracked screen that impaired visibility but did not generate alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was product damage to the display.